Event description:
It was reported that bd intima ii leaked. Hospital reported blood leakage after puncture at the time of use, quantity 1, sample could not be returned, photographs available, green claim required, no complaint response letter or acceptance letter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review(lot#5018502): 1)this batch of products were assembled at intima ii auto line 2 in feb, 2025, and packaged at r240 package line in feb, 2025. Batch size is (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo, no defective sample. The photo shows that the unit package has been opened, the catheter hub (where it connects to the catheter) is leaking. 3. The retained sample of this batch is taken for 45psi leakage test, the leakage test is qualified, no leakage is found. 4. Cause analysis: 1)catheter damage may cause leakage here. 2)the IFU of the product indicates that never reinsert the needle into the catheter, as it may damage the catheter. 3)catheter damage can cause leaks, and the leaks were found after the puncture rather than during the exhausting process, which rules out that this defect was caused during the production process. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photos show a leak at the connection between the catheter hub and the catheter, but no defective sample is received for further examination, and the usage of this sample is unclear, so the root cause of leakage cannot be determined. The plant will continue to track and monitor the defect.